Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the physician one week after implant. Lead perforation was observed. Pericardiocentesis was performed removing 500cc of blood.